Event description:
It was reported that during a procedure of the proximal right coronary artery, the xience prime ll was advanced without resistance but became stuck in the guide catheter. It was noted by the physician that he experienced this type of issue before with a non-abbott device; additionally, that the stent area appeared crumpled on the delivery platform. The sds was still within the guide catheter and the physician removed the device prior to deployment. Outside the anatomy it was noted that the sds was stuck inside the guide catheter; the device was intentionally cut apart to facilate removal from the guide catheter. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported material deformation was confirmed. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age is estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.